Event description:
Procedure type: cosmetic (abdominoplasty). According to the reporter: two months post-operatively pt came in with 6" strands of vloc protruding through the incision. The pt was re-sutured in-office. Allegedly the pt experienced tissue damage and/or pt injury.

Manufacturer narrative:
(B) (4). (B) (4).